Manufacturer narrative:
H3:product no:1553200500, lot no: unknown visual and optical inspection revealed the rods were returned bent and broken. Optical inspection revealed multiple surface scratches and indentions from the tightening of the set screw when placed in the head/tulip of the screw. Microscopic inspection revealed partial brittle surfaces and smearing throughout the fracture surface along with some faint fatigue striations throughout the fracture surface. This type of damage is consistent with cyclic fatigue followed by overload once the fatigue had weakened the material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient undergoing multi level thoracic fixation/fusion. It was reported that the rod fractured in the middle of construct. Revision surgery was performed as a result of this event and the broken implant was replaced by a new one. There were no patient symptoms reported. There were no further complications reported regarding the event.